Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had noise on the right ventricular (rv) channel. The noise resulted in intermittent pacing inhibition of greater than 2 beats. No adverse patient effects were reported. The patient had competitor leads implanted. At this time the physician has not changed anything with the patient's system. Additional information indicates that this product was explanted three years later for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.